Event description:
On (B)(6) 2013, it was reported that the patient was found to be unresponsive by his parents in the morning. The patient was taken to the hospital. On (B)(6) 2013, the patient told his parents that he was not feeling well and thought he might have a bug and was vomiting. The patient and his mother now think the infusion device was delivering too low and amount of insulin. The patient disconnected from the infusion device when he was admitted to the hospital, but it was left in run mode. The following day the patient's mother stated that no insulin had come through the tubing and the device had not displayed any alarms. The patient was diagnosed with diabetic ketoacidosis. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. (B)(4).